Event description:
It was reported via phone call that the customer attempted to suspend the pump and the act button on the insulin pump was not working. Customer stated that she replaced the batteries and received a button error alarm. Customer did not recall any significant events leading to the alarm. Customer's blood glucose reading at the time of the call was 197 mg/dl. Customer was advised that the device will be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. All buttons function properly. However, the insulin pump had moisture on keypad traces, cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corner.